Event description:
It was reported that the device was explanted due to premature battery depletion/eri. No patient complicaitons were reported as a result of this event.

Event description:
It was reported that the device was explanted and replaced, due to premature battery depletion/eri (elective replacement indicators). No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported that the device was explanted and replaced due to premature battery depletion/eri (elective replacement indicators). No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device was out of specification in a manner that relates to event; premature eri (elective replacement indicator).